Manufacturer narrative:
(B)(4). Per service manual operational and diagnostic analysis confirmed the generator did not power on. The main pcb, the epac top (condor), cable assembly, enclosure./heatsink fan to main, epac bottom and tape sub-assembly, and eight set screws were replaced as identified in the investigation to address the power issue. Additionally, the end top deco assembly, the speaker adhesive pad, earth ground set screw and the bezel gutter gasket were all replaced. These were unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational.

Event description:
It was reported that the generator did not power on. There was no patient or procedure involvement.